Event description:
The patient was experiencing poor lead sensing with the maximo single chamber pacemaker. No symptoms at this time, however, due to the severity of the patient's past v-tach, the physician felt the need to replace the device.